Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing detached between tubing and needle while changing the infusion site. The site location was patient's abdomen and the pump was located at the abdomen as well. Reportedly, the infusions were stored as per the instructions for use. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body no further information available.